Manufacturer narrative:
The device was received at the local service facility for investigation. Summary of evaluation: completed full qip ¿ tested under user conditions with lightlead and scope. Unable to duplicate shutter failures ¿ passed qip. Shipped back to the medical engineering dept at (B)(6) hospital. Probable root cause: ¿ cables ¿ hdmi cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ intermittence between transition board and ch connector ¿ software ¿ camera head ¿ coupler ¿ problem toggling light source ¿ connected monitors ¿ leaking ¿ poor grounding ¿ no/incorrect communication with light source ¿ soaking cap disconnection during sterilization ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ cybersecurity attack ¿ pendulum ch inertial measurement unit (imu) ¿ incident light from surgical scene is reflected by coupler/ch window ¿ use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was dark image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was dark image.